Event description:
It was reported that during a laparoscopic low anterior resection, the clip could not be fed into the jaws properly after the 5th firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned with a clip partially fed in to the jaws. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the advancer slid toward tissue stop instead of being positioned at the back of the clip during the sixth firing sequence; the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted and one pear shaped clip was released. During the remaining firing sequences, three clips gap and three conforming clips were fed. The device locked out as intended, however, the orange indicator did not show up. It could not be determined what may have caused the advancer bypass or the clips gap noted during testing. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.